Manufacturer narrative:
The reported issue could not be confirmed due to the previously reported issue in MFR (3013756811-2018-21397).

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Blood glucose (bg) level was 590 mg/dl and a manual injection was used to correct. Supply changes were performed to resolve the occlusions. Reportedly, the customer reverted to manual injections for insulin therapy.